Event description:
It was reported that the pulse generator exhibited backup operation. The patient had been hospitalized for 4 weeks for an infection - endocarditis - device is not suspected to have caused the infection. Device replacement would be scheduled due to normal elective replacement indicator.